Event description:
It has been reported that the bed had no power. The rep reported he tried multiple outlets with the same result. No patient involvement or adverse injuries were reported.

Manufacturer narrative:
Conclusion: power cord was reseated in the bed.